Event description:
It was reported that a lead impedance measurement anomaly was noted via review of remote transmission information. The patient then presented to the emergency department after receiving an inappropriate shock. X-ray revealed that the rv lead was wrapped around the device and dislodged due to twiddlers syndrome. Lead was explanted and replaced.